Manufacturer narrative:
This complaint is currently under investigation. The device has not been returned for evaluation, however, a photograph was provided with visible deformities as reported. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
On 08aug2024, west pharma services distributor, (B)(4)., contacted west pharma. Services, il ltd. (B)(6), to report that upon opening a box of vial2bag advanced¿ 20mm devices, several packages were not properly sealed and appear to have gaps in the glue. The customer inspected 2 boxes and has 3 unopened boxes of lot k194 that they do not want to use. The customer also noted that they have 61 individual packages of the same lot. However, not all of these 61 individual packages are opened by the customer. The vial2bag devices were not used and there was no harm to reported.

Manufacturer narrative:
Unique device identifier (UDI) number corrected. Complaint is currently being investigated by manufacturer. Upon completion of the investigation and if additional information is provided from the manufacturer's customer a follow-up report will be submitted.